Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the scs system was explanted ( date unknown) due to ineffective stimulation. Device information is requested but not available at this time. Additional devices may be added at a later date based on available information. Model 3799, scs ipg, implant date unknown

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2018-03811. Additional information received identified 2 leads were explanted. Second lead is added as devices 2.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-03811.